Event description:
Physician reported: "rupture suspicion - diagnosed via us". The device has been explanted and replaced. This relates to the left side.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell, underweight and observed 40 mm dark patch edge material inside gel device. A visual and microscopic analysis was performed which identified sharp broken on radius. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp broken on radius due to an unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported: "rupture suspicion - diagnosed via us". The device has been explanted and replaced. This relates to the left side.